Event description:
Arjohuntleigh has been informed about the incident where "the patient was in bed, carer placed the bed low because it was not possible to place the jib above the client. Because of maximum reach of tilheight of the maxi twin. The pt took the jib and it came to her head." Reference MFR report number: 3007420694-2014-00051.